Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrative professional reported the device did not cut prior to initiation of the procedure. The device was exchanged to complete the case. There was no impact to the patient.

Manufacturer narrative:
No probe was returned for evaluation. For this complaint file, the final customer lot was identified as lot 14022670x. For this final lot, three probe lots, manufactured in may 2014, were used to make up the final lot. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on alcon¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates there were no other complaints for this reported issue. Because a sample was not returned and the lot information indicates the product was released based on alcon¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).